Event description:
The reporter contacted animas on 09/10/2015 alleging the patient experienced hyperglycemia with blood glucose (bg) greater than or equal to 250mg/dl (13.8mmol/l) related to a power (no power). No further information was provided at the time of the initial report. The reported bg excursion does not meet animas's criteria of a reportable adverse event (patient harm) and is not being reported as an adverse event at this time. Animas customer technical support made several attempts to contact the reporter in follow up of this complaint however, received no response from the follow-up inquiries. At the time of initial report, the patient was not returning the pump to the manufacturer and no replacement pump was arranged for the patient. This complaint is being reported because the patient alleged a power - no power issue with the pump that remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data revealed no unexplained power on reset events recorded. On investigation, a test battery cap secured to the pump and maintained electrical connection. The pump powered on for investigation. Investigation did not duplicate or confirm the alleged ¿no power¿ complaint. Additional investigational findings have been reported on MDR 2531779-2015-36501.